Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. The clamp arm in good condition. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a laparoscopic colon procedure, the generator indicated an instrument error code. The device was tested and the clamp arm broke. The procedure was completed with a like device. There was no adverse consequence to the patient.